Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances. Boston scientific technical services (ts) recommended lead replacement. A comparison of a 2014 x-ray to a 2019 x-ray noted that in 2014 there was a sharp bend in the rv lead which has since softened due to device migration. Ts noted that the strong bend in the past may have had potential impact on the mechanical integrity of the lead. Surgical intervention was performed and the pace/sense portion of the lead was replaced. The high voltage portion of the lead remains in service.